Manufacturer narrative:
The reported event of oversensing was confirmed. A complete lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead which is consistent with friction to the device can. The cause of the reported event of oversensing was isolated to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages noted are consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited over-sensing of unspecified cause. The ra lead was explanted and replaced. The patient was later discharged.